Event description:
The customer reported to baxter (B)(4), a solution administration set in which the set leaks. It is not specified when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. Visual inspection was performed and no defects were observed. An under water pressure test with air at 8 psi was performed and a broken injection site was was observed. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.